Event description:
The customer stated that it was noticed that the distal tip of the preface sheath detached in the patient's heart during an electrophysiology procedure. It was reported that the tip segment remained in the patient's body following the removal of the sheath. The clinical analysis conducted at the facility reported that the tip was located in a non-occlusive position in the renal artery. The patient's condition has been reported to be stable.

Manufacturer narrative:
Shipment of this product has been stopped pending further investigation. No remedial action has been identified yet.